Event description:
The customer reported a leak of diluent and cleaner while running startup on the lh750 instrument. The volume was reported as fifty to sixty ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event. Upon...

Manufacturer narrative:
The field service engineer (fse) found a hole in the yellow stripe tubing through pinch valve 12a (pv12a) which drains the wbc and rbc baths and replaced the tubing to resolve the leak. The fse also found the erythrolyse (diff lyse reagent) line was occluded with debris which was causing high differential backgrounds on startup. The diff lyse reagent system analysis is designed to lyse the rbcs and reduce the cellular debris to an insignificant level while leaving the wbc populations intact for analysis. The fse replaced the erythrolyse (diff lyse reagent) line to resolve the high differential backgrounds. Upon recur the failure mode identified is likely to create erroneous results for the rbc and platelet parameters from carryover due to a bath drain. The failure mode for the erythrolyse (diff lyse reagent) tubing is like to cause erroneous differential results due to improper blood sample and erythrolyse delivery to the diff mixing chamber. (B)(4).